Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the customer on proper usage techniques and decided to replace the pump. The customer will continue using their current pump as backup, has been instructed on returning the problematic pump, and has acknowledged understanding the process.